Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with nordic bluetooth device was performed and passed. A review of the share logs was performed and signal loss over one hour was found for serial number (B)(6) within the investigation window.  The allegation was confirmed. The probable cause could not be determined. The reported event of signal loss over one hour is reportable based on the probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.